Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the customer reports that bleeding occurred on the staple line. The surgeon had to make an hemostatic suture. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).